Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the spike of a chemo therapy set. This occurred during priming with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not reveal any issues. The unit was gravity tested and revealed a leak at the junction tubing/spike. The dimension of the tubing and spike were checked and both were within specifications. The solvent traces on the tubing showed that the tubing was partially inserted into the spike. The reported condition was verified. The cause was due to a manufacturing issue described as under insertion causing a partial separation at the junction. The issue has been communicated to involved personnel to ensure awareness. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.